Event description:
It was reported that the user continued to experience nighttime and early morning low glucose events and requested a factory reset after previously contacting support; the user has been treating lows with oral glucose and believes the algorithm has become maladapted, and the agent connected the user with clinical medical liaison for a potential reset. Symptoms included hypoglycemia with associated low and urgent low sensor alerts. Outcomes included user self-treatment with oral glucose and continued device use. Investigation included troubleshooting and education with escalation to clinical support for potential device reset. Investigation of this case revealed no confirmed device malfunction at this time and cause remained unclear pending further assessment. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.